Event description:
A customer reported intermittent malfunction alarms with code malf 12, but no significant events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.